Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was the sterility of the device compromised because the ¿package had already been slightly opened¿? --- no. Information. The analysis results found that a har9f device was returned outside its original package. In addition, only the tyvek was returned along with the instrument. The tyvek was visually inspected and no damaged was observed. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a nurse noticed that the package had already been slightly opened. Another device was used to complete the case. There were no adverse consequences to the patient.